Manufacturer narrative:
Upon investigation of submitted data, a general reagent problem can be excluded because the provided qc and calibration data were within specifications. The alarm trace was requested but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys vitamin d assay results for one patient tested on a cobas e 411 rack. The questionable result was not reported outside of the laboratory. The initial result at 7:45 am was 70.0 ng/ml with a data flag. The repeat result at 8:32 am was 46.95 ng/ml with a data flag. The reagent lot number is 561548. The expiration date was requested but not provided.